Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): analysis of the device revealed high battery impedance. Performance data collected from the device has been analyzed. Eri (elective replacement indicator) due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2010.

Event description:
It was reported that the patient complained of having the stomach flu about a month before follow up visit. Symptoms of weakness, fatigue and shortness of breath have been present since then. At follow-up it was discovered that the device reached eri (elective replacement indicator) 6 weeks before the follow up visit. There was possible premature battery depletion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.